Manufacturer narrative:
MFR received date: 02 jan 2020. The customer reported that replacement of the power switch and power supply corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR rec'd date: 25mar2020. Report date: 12jun2020. The assembly, power supply, 2nd gen, esprit was returned to philips for failure investigation. Based on the conclusion of the evaluation, it was determined that the failure of c56 prevented the power supply from operating on ac(alternating current) power. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 12dec2019. Report date: 16dec2019. Adverse event or product problem? Updated to adverse event and product problem. Type of reportable event: updated to serious injury. The customer reported that when the unit shutdown with a blank screen the patient was bagged. However, there was no patient harm. Philips field service engineer (fse) evaluated the unit and could not duplicate the reported event. The fse noted a system restart in the error logs and replaced the power supply and on/off switch to resolve the issue. The determination could not be made, that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported that the unit shut down while on a patient. No codes in the diagnostic report (drpt) when the event occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.